Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2017-01930. This report is being submitted as additional information. Unique identifier (UDI) #: (device identifier) - (B)(4). Approximate age of device ¿ 9 days. Manufacturer's investigation conclusion: a direct correlation between heartmate ii lvas, serial number (B)(4), and the reported event could not conclusively be established through this evaluation. An analysis of the log files submitted by the account confirmed the multiple reports of power and flow elevations; however, a specific cause for these findings could not conclusively be determined through this evaluation. No hazard alarms were recorded, but multiple low battery advisory alarms were captured when the system was operating on battery power and the 14v lithium-ion batteries fell below threshold voltage. A single yellow wrench advisory, accompanied by a ¿replace system controller¿ alarm was recorded on (B)(6) 2017 at 18:04 due to an lcd fault, but self-corrected. The remainder of the files appeared to capture routine power source exchanges and pi events. The pump appeared to function as intended. The patient ultimately expired at an outside facility following a hemorrhagic stroke (captured under (B)(4), complaint #(B)(4)). No product was returned for evaluation. The hmii IFU lists hemolysis and bleeding as adverse events that may be associated with the use of the heartmate ii left ventricular assist system, and outlines the recommended anticoagulation therapy and inr range. This document also explains that explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. This document also describes how pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that transient pump power elevations were observed on interrogation of the system controller's history. The patient was treated with heparin. After treatment, the pump powers decreased. The patient's lactate dehydrogenase (ldh) level was normal at 388 u/l, and had decreased from 500 u/l range, and urine was clear yellow. On (B)(6) 2017 it was reported that the patient's ldh and brain natriuretic peptide levels increased. On (B)(6) 2017, heparin was started with persantine due to increased ldh and unspecified thromboelastography results. The patient was sub therapeutic with inr the week prior due to an abdominal hematoma. The ldh increased to 1123 u/l. The patient's plasma free hemoglobin was 14 g/dl on (B)(6) 2017, and 10 g/dl on (B)(6) 2017. No additional information was provided.